Event description:
It was reported that the left ventricular (lv) lead was oversensing t-waves, when the device was programmed to a lv-only pacing mode. The device was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.